Event description:
It was reported that, just prior to a normal battery depletion replacement procedure. This cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and high out of range shock impedance on the right ventricular channel. Due to this inappropriate non sustained ventricular tachycardia episodes were recorded. This device was explanted and replaced as it was already programmed the replacement procedure. No further adverse patient effects were reported.